Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the naficillin 100mls primary tubing leaked inside of the pump channel. The customer further states that they are not sure if the channel had caused the tubing to leak or not, however, it was noted that the tubing had been infusing without issue previous to the event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak inside the pump channel was confirmed. Visual inspection of the set showed a small tear, measured to be ~1.2mm in length in the silicone tubing segment distal to the ring retainer of the upper fitment. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the location of the tear. The root cause of the tear was not identified.